Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving fentanyl 50 mcg/ml at 100 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that an empty pump alarm occurred. The event date was reported as (B)(6) 2016. The healthcare professional needed to order drug and noted that it would likely be refilled some time the following week. The healthcare professional will fill the pump with preservative-free normal saline on the day of report, (B)(6) 2016. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's previous managing physician dropped her as a patient and it took a long time for her to find another doctor to manage her pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.